Manufacturer narrative:
Alleged failure: st noticed that tip of internal rod was missing. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the blade coming in contact with a hard object, damaging the teeth, and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend or break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when using the device inside a patient¿s left knee during an arthroscopy case it was noticed that the tip of internal rod was missing. X-rays were taken of patient knee and metal was noted inside patient joint. Through arthroscope, tip of device was found imbedded in patient femoral condyle cartilage and removed successfully. The patient had minimal damage caused to femoral condyle cartilage.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when using the device inside a patient¿s left knee during an arthroscopy case it was noticed that the tip of internal rod was missing. X-rays were taken of patient knee and metal was noted inside patient joint. Through arthroscope, tip of device was found imbedded in patient femoral condyle cartilage and removed successfully. The patient had minimal damage caused to femoral condyle cartilage.